Event description:
The customer reported that the device malfunctioned during a rescue attempt. The fire department rescue crew was attending to a pt in cardiac arrest and had delivered 1 shock. The AED recommended a second shock and, while charging, it shut off. The AED's screen showed the following message: "remove and replace battery". At the time of the malfunction, pt care was transferred to ems and they used their equipment to deliver subsequent shocks. The customer stated that pt care was not compromised by the malfunction. After the rescue attempt, date from the AED was downloaded and showed 20% of the battery life was remaining. Pt status is unk. The pt was still in cardiac arrest upon arrival at the hosp.

Manufacturer narrative:
Device will be evaluated when it is returned to cardiac science.